Event description:
Procedure performed: video assisted thorascopic surgery. Event description: hospital: [name]. Product: ctf73 kii fios first entry 12mm x 100mm. "The trocar was used in intercostal placement. Visualization via laparoscope. The scope was being torqued to visualize the anatomy, and then the trocar cracked. No patient injury. The procedure was complete. All pieces of device were removed safely." Additional information received via email by applied medical representative on 15feb2024: "it was the cannula that cracked, and it cracked transversely across the cannula as opposed to in a longitudinal direction. While it was heard to crack at the time of the end of the procedure, later when they removed the cannula to complete the procedure, a portion of the cannula was left behind in the incision. It was safely removed without issue." Second additional information received via email by applied medical representative on 16feb2024: "this facility receives product through [hospital name] warehouse." Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit, it is likely that the reported event was due to uneven wall thickness of the cannula which could cause the cannula to be more susceptible to fracture. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: video assisted thorascopic surgery. Event description: hospital: [name], product: ctf73 kii fios first entry 12mm x 100mm. "The trocar was used in intercostal placement. Visualization via laparoscope. The scope was being torqued to visualize the anatomy, and then the trocar cracked. No patient injury. The procedure was complete. All pieces of device were removed safely." Additional information received via email by applied medical representative on 15feb2024: "it was the cannula that cracked, and it cracked transversely across the cannula as opposed to in a longitudinal direction. While it was heard to crack at the time of the end of the procedure, later when they removed the cannula to complete the procedure, a portion of the cannula was left behind in the incision. It was safely removed without issue." Second additional information received via email by applied medical representative on 16feb2024: "this facility receives product through [hospital name] warehouse." Patient status: no patient injury.